Event description:
An ECG result was provided to the physician that was incorrect; as a result, the patient was treated based on the incorrect finding. Information regarding patient impact resulting from the treatment was not provided.

Manufacturer narrative:
At the conclusion of the investigation, it was determined that the cause of the incorrect findings was due to the certified cardiographic technician (cct) misclassifying the arrhythmia. A corrected report was submitted to the account. The cct is no longer employed with the company. The report provided does not provide diagnosis; rather it provides preliminary findings from which the clinician may make a diagnosis based on clinical judgement and patient clinical history.